Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 8/04/2016 with the following findings: a review of the pump¿s black box and alarm history showed a call service alarm 078. During investigation, the pump powered on and the audible alarm and vibratory alarm features functioned normally; a cs 078 call service alarm was emitted. Further testing was not able to be performed due to a failed motor. The pump was opened and internal moisture damage was observed on the printed circuit board near the motor flex connector. Unrelated to the complaint, investigation revealed that the audio bolus button was torn/punctured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted multiple cs 078 call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.